Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Service quote provided and arrangements made for onsite replacement of the three-way solenoid valve and the proportional valve to address the issue.